Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Visual examination of the returned sample revealed that the product appears used as there is biological material present on the device. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to completely inflate. The syringe was then reattached and the et tube was able to properly deflate. The et tube was submerged under water and an attempt was made to inflate the balloon in order to detect any additional leaks. Upon injection, the et tube leaked from a hole near the distal end of the cuff. No other defects or anomalies were observed. The instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of tube leaking was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint from (B)(6)alleges "in anesthesia dept. Of (b)(6, doctor found the tube leakage during inspection prior to use on patient". There was no report of patient harm.

Manufacturer narrative:
(B)(4). A device history record investigation did not show issues related to complaint. A record investigation (fmea) was conducted. Revision of d005101 rev 00 was performed and the failure mode is already included. No update is required. The device involved in this complaint has been returned to the manufacturer, however, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint from (B)(6) alleges "in anesthesia dept. Of (B)(6), doctor found the tube leakage during inspection prior to use on patient". There was no report of patient harm.